Event description:
It was reported that the atrial lead dislodged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2016. Patient was stable before, during and after the procedure.